Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address reported event. While fse was troubleshooting with the customer over the phone, the customer inspected the seal breaker and found a stuck cup near the seal breaker. The customer removed cup and performed an all set home function and sample run without error. The customer confirmed the seal breaker broke the cup seals without error. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [4103] seal breaker home overrun. Cause: the home sensor s040, which is not supposed to be activated after the seal breaker moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s040 and also check to see the cause of slipping, and so on, that occurs when pm040 moves to the limit side. The most probable cause of the reported event is due cup obstruction at the seal breaker.

Event description:
A customer reported getting error message "4103 seal breaker home overrun" on the aia-900 analyzer. The customer was able to complete an all set home function but was unable to run samples. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.